Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they took their patient programmer out of their pocket and it was on reading 3 something. Patient also reported that they have been going to the bathroom a lot and also leaking. Patient programmer showed that the stimulation was on and it was able to synced with the ins and showed 2.6v but patient thought it said 3 something and that this morning it was showing up to 8.0v. During troubleshooting it was increased to 2.8v and patient was advised to monitor symptoms. No further complications were noted or anticipated